Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction reported having a bladder infection starting on (B)(6) 2015. The infection had been confirmed and the patient had been to see her primary care doctor because she couldn't get in to see her device managing doctor until (B)(6). No symptoms were reported. She was given oral antibiotics by her healthcare provider, but they weren't helping so she was wondering if it could have something to do with her implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported there was no device concern or change in therapy. She did not have a history of bladder infections. The issue was resolved.